Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported adc meter reading of 70 mg/dl was found in the meter memory.

Event description:
Customer reported that on (B)(6) 2014, at approximately 4:33 p.m., she was at her doctor's office when she received a reading of 70 mg/dl on her adc blood glucose meter, which was higher than an hcp meter reading of 46 mg/dl obtained at the same time. Customer further reported her doctor provided her with metformin and advised her to go to the hospital. At the hospital, a hospital meter reading of 31 mg/dl was obtained approximately 20 minutes after the hcp meter reading, and the customer was diagnosed with hypoglycemia and provided "glucogen through IV". There was no report of death or permanent impairment associated with this event.